Manufacturer narrative:
Device not returned top manufacturer.

Event description:
Complaint received that alleges "the sling snapped while putting his son in the lift. Per the customer, his son was ok but the father who was putting him in the sling injured his hip due to the sling snapping. The sling he said came unraveled which threw him into the coffee table and then into the wall. He said that it threw his hip out of place. Was taken by ambulance to have hip put back into place". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.